Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 460 mg/dl. The customer stated that he was having issues with the insulin pump and needed basal adjustments to be made, especially for the nighttime basal rates. He stated that he had a high blood glucose reading of 350 mg/dl prior to bedtime, performed a bolus, and noted that it had risen to 460 mg/dl by 2:30 am. He then treated using a manual injection. He changed the insertion site for the infusion set and reported that he was able to lower his blood glucose. By 6:00 am, the blood glucose reading was 160 mg/dl. He stated that he was able to stabilize his blood glucose all day afterward. Nothing further reported.